Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2431 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reeq2431) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "at least 4 patients recently that have piccs that kink right at the beginning of the catheter. Customer feels she has had multiple piccs kink lately at the insertion site." This report addresses the fourth patient with a kinked catheter.